Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
During preparation for a myocardial ablation procedure a intellanav stablepoint open-irrigated catheter was selected for use. Irrigation flushing was performed, but since sufficient flow could not be obtained from the six holes, checking was performed if the tubing was closed, if three-way stopcock was left open and if there was abnormality on the metriq pump, but since there was no abnormality observed, catheter was replaced, and since flow was confirmed from the six holes, it was able to use normally. The procedure was completed without any patient complications.